Event description:
During initial assessment of a returned homechoice device, a baxter technician identified a system error 2240 (air in set) alarm which occurred on (B)(6) 2010. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot for the mini-cap (gd875559, gd874826) with no issues noted during the manufacturing process. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a spontaneous report by a nurse from the USA regarding peritonitis in an approximately (B)(6) female homechoice peritoneal dialysis (pd) patient. During a call with baxter customer services, the reporting nurse stated that on an unreported date in (B)(6)2010, the patient developed peritonitis. The cause of the peritonitis was not reported. On (B)(6)2010, the patient was hospitalized due to the peritonitis. On an unreported date in (B)(6)2010, a peritoneal effluent culture was performed which was positive for candida. Treatment information was unknown. On an unreported date in (B)(6)2010, pd therapy was withdrawn and the patient was placed on hemodialysis. On (B)(6)2010, the patient was discharged from the hospital. At the time of reporting, the patient was recovering at home from the peritonitis. Per the nurse, the peritonitis with culture positive for candida was not related to pd therapy.

Manufacturer narrative:
(B)(4)as the date of onset of this peritonitis episode is unknown and patient discarded supplies after each therapy, the sample was not requested.baxter has received similar reports for the reported problem.